Event description:
The pump was placed on pt with rate set to 25 ml/hr. After 20 mins, pump was checked and volume infused read 362 ml. Pump was removed from pt and sent to biomed. Biomed tested device and verified problem on initial test; however after resetting pump, problem would not recur. Pump was run for 10-12 mins without any further problems. Pump was then sent to MFR for eval. Pt was not adversely affected.